Event description:
It was reported that the patient implanted with this left ventricular (lv) lead presented for a device check one week post-implant, complaining of diaphragmatic stimulation. The pacing threshold measurements on the lv lead were higher expected, at 4.5v. The lv pacing output was reprogrammed to 6.5v in the e2 to e1 configuration, but the e3 and e4 electrodes were not pacing. Lead dislodgement was suspected and a revision procedure was performed. The physician attempted to reposition this lead into another vein; however, once placed with acceptable measurements, the guide wire became stuck in the lead lumen and when the wire was pulled back, the lead moved with it. After several attempts, the lead and guide wire were removed from the patient and a new lv lead was implanted successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a guidewire or finishing wire stuck in the lumen of the lead. The wire was observed to be cut at the lead tip and was more solid/less flexible than the typical end of a guidewire. The wire was stuck in the lumen due to dried blood/body fluid, confirming the clinical observation. However, laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead presented for a device check one week post-implant, complaining of diaphragmatic stimulation. The pacing threshold measurements on the lv lead were higher expected, at 4.5v. The lv pacing output was reprogrammed to 6.5v in the e2 to e1 configuration, but the e3 and e4 electrodes were not pacing. Lead dislodgement was suspected and a revision procedure was performed. The physician attempted to reposition this lead into another vein; however, once placed with acceptable measurements, the guide wire became stuck in the lead lumen and when the wire was pulled back, the lead moved with it. After several attempts, the lead and guide wire were removed from the patient and a new lv lead was implanted successfully. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.